Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventrio st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges additional surgery for displaced mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for repair of an inguinal hernia. A bard/davol ventrio st was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the displaced mesh. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The product implanted in the patient failed to reasonably perform as intended. It caused serious injury and had to be revised via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.